Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist informed that the guarantee form sent by her was filled with incorrect information. Thus, she sent a new guarantee form with the correct information. After the company received this guarantee form, new evaluation was done and it was discarded the previous conclusion: "the dentist has selected an implant design which is not recommended for the patient's bone quality".

Event description:
(B)(4). The dentist reported that 1 year and 4 months after dental implant was installed in intraoral region 20#, its non-osseointegration was observed. In addition, 32ncm of primary stability was achieved, the patient presented bone type IV and bone graft was executed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4). ¿ the dentist reported that 1 year and 4 months after dental implant was installed in intraoral region 20#, its non-osseointegration was observed. Thirty two ncm of primary stability was achieved, the patient presented bone type IV and bone graft was executed